Event description:
The customer called and reported her blood glucose was over 600 mg/dl and her insulin pump would not give her more than 2.5 units of insulin. Her symptoms of high blood glucose included polydipsia. Customer stated she had two slices of pizza and soda and treated with the insulin pump. The drive support cap on the customer's insulin pump appeared normal. Assistance was provided to the customer to go to maximum bolus screen and increase the amount of insulin she could take. The customer was also provided further programming assistance. She reportedly just put the insulin pump on that day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.